Manufacturer narrative:
No trend analysis could be conducted due to insufficient information provided. Cause of complaint was traced to unintended use of device.

Event description:
User called to report that insulin syringes have been leaking. The syringes are being used for unintended use with neurotoxins and botox. Product information is unknown.